Event description:
It was reported the patient visited the emergency room when the right ventricular (rv) lead triggered alarms for high superior vena cava (svc) and rv impedances.the rv lead had a possible fracture. It was also reported the impedances were steadily rising. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead in segments was received and the proximal conductor of the lead developed a fracture due to flexing and defibrillation coil developed a fracture due to flexing. Concomitant: product ID d154vrc implantable cardioverter defibrillator implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: analysis of the device memory indicated a lead impedance out of range alert and the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range.